Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer called on (B)(6) 2019 to report that upon removal the tampon string pulled out leaving the tampon inside. She used tweezers to remove the tampon which damaged it and may have left pieces inside.